Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure; no signals were observed from the coronary sinus (cs) catheter. A new cs catheter and cable were used and the issue remained. The case was aborted or switched to an alternate product. Troubleshooting steps included using multiple amplifiers for claris, testing different circuits, changing the rl patch, trying a different 12 lead, checking signals on claris blue, and verifying filter settings which remained unchanged. Technical services recommended switching from internal to external on prism1, but the system was not used further. Flatlines appeared on prism1, and the physician refused to use the system until technical support was present. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information confirmed that the case was completed with pulsed field ablation. After the case, rebooting the system resolved the issue.